Event description:
Info received indicates the valve was abandoned at implant due to a hole or tear noted in one leaflet during the case. The accessory cinch holder was also said to have broken during use. The valve was partially stitched in when the intraoperative replacement occurred. The valve was changed out during the case with no pt complication reported.